Event description:
On (B)(6) 2013, the patient reported hospitalization on (B)(6) 2013 for hyperglycemia with ketones. The patient acknowledged the following symptoms: moderately increased thirst, frequent urination, and fatigue. It was reported that the blood glucose (bg) measured hi on admission; pump was discontinued in favor of intravenous insulin drip. The patient reported the following history of events: bg was elevated (about 300mg/dl or more) on (B)(6) 2013. On (B)(6) 2013, the infusion set was changed; previous site change was on (B)(6) 2013. While hospitalized the patient¿s bg was 141mg/dl on the evening of (B)(6) 2013 and 500mg/dl in the morning of (B)(6) 2013. During trouble shooting, it was noted that the priming amount was inadequate to fill the tubing (3.3-7.5 units for 23¿ tubing). Additionally the patient removed the infusion set and reported that it was bent. There were no associated alarms in the history. Customer technical support instructed the patient on correct priming technique and advised to change the infusion set every 2-3 days rather than every 3-6 days. The patient was counseled to seek recommendations on site rotations as the same 3-4 inch area of the abdomen was used for 5 years. Cts concluded that the hyperglycemia was caused by adequate priming, infrequent infusion set replacement, and lack of site rotation. This complaint is being reported because the patient experienced a hyperglycemic event while using the insulin pump. The likely cause of the event was determined to be use error.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.